Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional of a patient whose indication for use is essential tremor reported that there was a power on reset (por) error code, 0x400 parity error and therapy had stopped on (B)(6) 2015. There had been radiation treatment that the patient was receiving which could be related to the issue. The patient's last radiation treatment had been on (B)(6) 2015 and stimulation had turned off after that. They were able to clear the por and the patient was receiving therapy again. Further follow up is being conducted to obtain further information about troubleshooting performed and cause. If additional information is received a supplemental report will be submitted.